Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact on the customer¿s blood glucose level. Technical support provided the customer with information to reset the pump, and the pump was successfully reset without the malfunction code recurring. The customer was advised to continue using the pump and to contact support if the malfunction reoccurred.